Event description:
It was reported that during a laparoscopic gyn procedure, the tissue pad fell off the device into the patient and was retrieved using a grasper which was removed through a trocar. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2010. Not available, device not returned for analysis.